Manufacturer narrative:
Pathological anatomy examination report: the specimen collected on (B)(6) 2017. Clinical information: bilateral salpingectomy for ablation of essure inserts. Left and right uterine tubes: the specimen submitted for examination included the two undifferentiated tubes. They measured 7 cm and 5 cm in length respectively. There were no obvious macroscopic abnormalities. They had been routinely collected. Histological findings on the two tubes were identical: they were lined with mucosa, the cilia of which appeared thin, bordered by well-differentiated pseudo-stratified cubic and columnar epithelial cells. The lamina propria was not inflammatory. There were limited changes to the underlying parietal coats. There were no suspect features suggesting malignancy. Conclusion: uterine tubes within the normal range in histological terms. Most recent follow-up information incorporated above includes: on 13-feb-2017: after company internal review, lot number was corrected from he01198 to he0119p. On 22-feb-2017: pathological anatomy examination report received. Company causality comment: a (B)(6) -year-old female patient had essure (fallopian tube occlusion insert) removed 5 months after insertion due to unilateral left tubal perforation by distal extremity of insert (previously reported as perforation). A laparoscopic removal of essure implants was performed. She recovered. Pathology showed uterine tubes within the normal range in histological terms. This event, interpreted as fallopian tube perforation, is anticipated in the reference safety information for essure. In the present case, the insertion was done without difficulty. The fallopian tube perforation was diagnosed about 85 days after essure insertion, however the exact date and mechanism are not known. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("unilateral left tubal perforation by distal extremity of insert") in a 41-year-old female patient who had essure (batch no. He0119p / 3159669 (invalid)) inserted. The patient's past medical history included gravida ii, parity 2, appendectomy, gastric band repositioning and knee operation. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 2 months 25 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (laparoscopic removal of essure implants on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter commented: insertion without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. On (B)(6) 2016: gynecological examination for essure implantation during follicular phase: no abnormal uterine findings prior to insertion. Insertion was easy, no analgesia, no cervical dilation, no fluid loss of more than 1500cc, procedure did not take more than 20 minutes, no complaints immediately after insertion on (B)(6) 2016: abdominal x-ray (and then hsg): unilateral left perforation on left side, essure properly placed in right tube. On (B)(6) 2016: hysterography: unilateral left perforation on left side, essure properly placed in right tube. On (B)(6) 2017: laparoscopy: unilateral left perforation on left side, essure properly placed in right tube. Pathological anatomy examination report: the specimen collected on (B)(6) 2017. Clinical information: bilateral salpingectomy for ablation of essure inserts. Left and right uterine tubes: the specimen submitted for examination included the two undifferentiated tubes. They measured 7 cm and 5 cm in length respectively. There were no obvious macroscopic abnormalities. They had been routinely collected. Histological findings on the two tubes were identical: they were lined with mucosa, the cilia of which appeared thin, bordered by well-differentiated pseudo-stratified cubic and columnar epithelial cells. The lamina propria was not inflammatory. There were limited changes to the underlying parietal coats. There were no suspect features suggesting malignancy. Conclusion: uterine tubes within the normal range in histological terms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("unilateral left tubal perforation by distal extremity of insert") in a (B)(6)-year-old female patient who received essure (batch no. (B)(4)). The patient's past medical history included gravida ii, parity 2, appendectomy, gastric band repositioning and knee operation. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, 85 days after starting essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (laparoscopic removal of essure implants on (B)(6) 2017). Essure was withdrawn. At the time of the report, the fallopian tube perforation had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter commented: insertion without difficulty. Diagnostic results: on (B)(6) 2016: gynecological examination for essure implantation during follicular phase: no abnormal uterine findings prior to insertion. Insertion was easy, no analgesia, no cervical dilation, no fluid loss of more than 1500cc, procedure did not take more than 20 minutes, no complaints immediately after insertion on (B)(6) 2016: abdominal x-ray (and then hsg): unilateral left perforation on left side, essure properly placed in right tube. On (B)(6) 2016: hysterography: unilateral left perforation on left side, essure properly placed in right tube. On (B)(6) 2017: laparoscopy: unilateral left perforation on left side, essure properly placed in right tube. Most recent follow-up information incorporated above includes: on (B)(6) 2017: gynecologist returned perforation questionnaire: patient's age, history added, implantation process, essure lot number, methods of diagnosis of perforation, reported event perforation updated to unilateral left tubal perforation by distal extremity of insert, patient recovered. Company causality comment: a (B)(6)-year-old female patient had essure (fallopian tube occlusion insert) removed 5 months after insertion due to unilateral left tubal perforation by distal extremity of insert (previously reported as perforation). A laparoscopic removal of essure implants was performed. She recovered. This event, interpreted as fallopian tube perforation, is anticipated in the reference safety information for essure. In the present case, the insertion was done without difficulty. The fallopian tube perforation was diagnosed about 85 days after essure insertion, however the exact date and mechanism are not known. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: the reported batch 3159669 is invalid. Batch he0119p- production date 06-oct-2015 expiration date 28-oct-2018. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported valid batch (he0119p). No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-mar-2017: quality safety evaluation of ptc. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) removed 5 months after insertion due to unilateral left tubal perforation by distal extremity of insert (previously reported as perforation). A laparoscopic removal of essure implants was performed. She recovered. Pathology showed uterine tubes within the normal range in histological terms. This event, interpreted as fallopian tube perforation, is anticipated in the reference safety information for essure. In the present case, the insertion was done without difficulty. The fallopian tube perforation was diagnosed about 85 days after essure insertion, however the exact date and mechanism are not known. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se.